Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of device malfunction: after vessel closure. Symptoms/ae: right groin hematoma, soft, ecchymotic, and painful. It was reported that a physician achieved arteriotomy closure of the femoral artery using the starclose se device after an interventional procedure. Reportedly post-procedure, the groin was reported to be soft, ecchymotic, painful, and a hematoma of an unspecified size developed. Although, the only treatment noted was medication for pain, it was reported that all of the symptoms resolved 27 days after onset. There were no reported adverse patient effects. No additional information was provided.